Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a low battery. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician and the condition was confirmed. This is an ancillary service event. The cause was determined to be a depleted battery. To correct the condition, the battery was replaced. If any relevant additional information is received, a follow up MDR will be sent.